Event description:
The customer alleged an intermittent audio alarm. There was no pt involvement. The mallinckrodt customer support engineer (cse) inspected the device and replaced the alarm. The unit passed extended self testing.